Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated an unable to calibrate fiber optic sensor alarm. The waveform was not accurate and there was mistiming on the inflation and deflation of the iab. The console was placed on semi-auto and automatically timed. The r-r wave timing was off. There was no patient harm or adverse event reported. Medwatch # mw5099913 received 13-april-2021: iabp alarmed "unable to calibrate optic cable" constantly throughout shit. Waveform was not appropriate and caused missed timing on balloon inflation and deflating. The iabp was then placed on semi auto & automatically timed. R-r wave timing was off.

Manufacturer narrative:
Additional initial reporter information - (B)(4). Date of event changed from february 17,2021 to february 15,2021. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A portion of the extracorporeal tubing was cut from the iab and not returned for evaluation. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, portion of extracorporeal and extender tubing was performed and no leaks were detected. Due to the returned condition of the iab a laboratory pump test was unable to be performed. The reported events cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period mar-19 to feb-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated an unable to calibrate fiber optic sensor alarm. The waveform was not accurate and there was mistiming on the inflation and deflation of the iab. The console was placed on semi-auto and automatically timed. The r-r wave timing was off. There was no patient harm or adverse event reported.